Manufacturer narrative:
Physio-control evaluated the device and observed some damage to the defibrillator paddles, but also observed proper operation of the device to charge and deliver energy to a defibrillator tester. Physio-control replaced the paddles and returned the device to the customer.

Event description:
Paramedics responded to a person in full cardiac arrest with CPR in progress and one shock delivered by emt's with an AED and then successive AED analyses with "no shock advised." The medics used the device with hard paddles quick-look to determine patient was in fine vfib and then charged the device. According to the reporter, when the discharge buttons were pressed, the device did not transfer energy. The report also stated the device stopped displaying through the paddles quick-look. The patient was loaded with the AED and transported to the hospital where patient care was transferred to the hospital ER. The reporter stated that no adverse affects to the patient occurred due to the device use because the medics continued to use the AED.